Manufacturer narrative:
Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Event description:
In (B)(6) 2001, the device was implanted via v-p shunt at 180mmh2o. On (B)(6) 2011, it was noted that the ventricles of the patient's brain became large. The doctor changed the pressure from 180mmh2o to 30mmh2o from (B)(6) 2011. However, the patient's condition was not improved. On (B)(6) 2012, the device was removed from the patient due to blockage of the valve. External drainage was being conducted instead. The patient had been in a coma before implantation surgery, and is feed by gastrostoma. Please refer to (B)(4). In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(6).

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Event description:
Affiliate reported that the device was revised due to a suspected blockage. Surgeon decided to use other means for drainage.